Event description:
Pt received a blood glucose reading of 71 mg/dl while unconscious on the floor with hypoglycemia. A comparison reading with the glucometer read 50 mg/dl. Time between tests was not reported. Spouse provided orange juice to pt, but paramedics were not called.